Event description:
It was reported that the patient experienced a vibratory alert due to the lead impedance being greater than 3000 ohms. A chest x-ray revealed that the lead was fractured.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Vibration.